Manufacturer narrative:
Eval summary: the reported condition was confirmed. This issue is currently being investigated.

Event description:
During service, the batteries were found to be depleted. No additional information is available.